Event description:
It was reported that a button on the customer's insulin pump was scrolling, and another button was unresponsive. The customer's blood glucose was 250 mg/dl. No significant events leading to the keypad issues were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. The insulin pump was also received with cracked battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.